Event description:
(B)(4). Headaches, migraines, severe pelvic pain, sharp stabbing feeling in my pelvic area, constant cramps, lower back pain, fatigue / just tired all the time, depressed, foggy brain/ poor memory, weight gain / swollen belly , hair loss, heavy periods up to 7 or more days prior to going on the pill again, for about 6 months I was having a period every 2 weeks. Hurts to have sex , when I'm up for it. Seriously effecting my marriage I never feel like doing anything anymore, not the kind of life for a mom and wife. I miss time at work, using flma.